Manufacturer narrative:
(B)(4). Date of event:exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the lot or batch number of the device available? No lot number available as device was not saved. Were there any issues experienced with either device in the initial surgical procedure? No issues experienced with either device during initial use. The surgeon noted that the donuts were complete and leak test showed no issues. Can you confirm that an ecs25a was also used for the right colon? Ecs25a was used for right hemicolectomy. How was the leak identified? Unknown how leak was identified. I can ask the surgeon further. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No malformed staples were noted. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the devices? If so, why? The surgeon does believe the leak was due to the stapler because he did the procedure as he always does and mentioned he feels the removal puts too much tension on the anastomosis. What is the current status of the patient? The patient was discharged. Due to her age (80¿s) she has a permanent colostomy.

Event description:
It was reported that post op of a lap bowel resection, the surgeon had performed a sigmoid resection and right hemicolectomy on a patient with diverticulitis. He used an ecs25a for both anastomoses. He stated that the anastomoses has no tension, good perfusion (as verified by stryker spy), good anastomotic rings, and when tested with a rigid sigmoidoscope, there were no bubbles. Three days later the patient was identified as having a leak. When she was reoperated on, both anastomoses were leaking. As there wasn¿t enough length left of the colon to do a tension-free anastomosis, the surgeon did a total colectomy and permanent ileostomy on the patient.